Event description:
Device 2 of 3. Reference MFR report: 1627487-2012-11685 and 1627487-2012-11687. It was reported the pt was unable to charge the ipg. The sjm rep met with the pt and an x-ray was taken which revealed the ipg was not flat, but was flipped on its side. It was also noted in the x-ray one lead had migrated. Follow up identified the ipg was sutured down on (B)(6) 2012, and the leads were repositioned during the same procedure.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.